Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported left side "shows linguini signs and olive oil sign. Impression of free silicone medial left cranial. The implant is surrounded by some fluid on the left. The surrounding tissue in the sense of an fgt ¿adipose tissue¿ grade iii. Intra and extra capsular rupture left side with irritation effusion via MRI. Device has been explanted.

Event description:
Healthcare professional reported left side "shows linguini signs and olive oil sign. Impression of free silicone medial left cranial. The implant is surrounded by some fluid on the left. The surrounding tissue in the sense of an fgt ¿adipose tissue¿ grade iii. Intra and extra capsular rupture left side with irritation effusion via MRI. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). Seroma -late : unable to observe since it is a medical event and is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported, left side "shows linguini signs and olive oil sign. Impression of free silicone medial left cranial. The implant is surrounded by some fluid on the left. The surrounding tissue in the sense of an fgt ¿adipose tissue¿, grade iii. Intra and extra capsular rupture. Left side with irritation effusion via MRI. Device has been explanted.